Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During atherectomy and angioplasty of the sfa via contralateral femoral access, the nanocross balloon ruptured and could not be withdrawn into the 7f sheath. The balloon was inflated 4 times; to nominal on first inflation, and on the second insertion it burst at 14atm. The balloon catheter broke at the sheath leaving the nanocross was at the iliac level. The physician gained access and was able to snare the nanocross and remove.